Event description:
A malfunction related to the software of an insulin pump was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with resetting, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.